Event description:
The user facility reported that when a previously unused biopsy forceps was advanced from the gastroscope, tissue from a previous pt was reportedly noted at the distal end of the biopsy forceps. The user facility reported that the tissue did not fall inside the pt, and was retracted. The user facility reported that the tissue was not from the pt undergoing the procedure, as no biopsy samples had been taken at the time. A different but similar biopsy forceps was used with the same gastroscope to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The instrument channel and suction channel were examined and slight yellowish staining, white residue, and debris were found at the channel mount and cylinder unit. There were minor scrape and scratches noted on the instrument channel wall near the bending section area. In addition, there were minor physical damage observed on the distal end cover, bending section cover glue, and light guide tube. Based upon the results of the eval, the cause of this phenomenon appears to be due to insufficient reprocessing. As part of the f/u to this report, an olympus endoscopy support specialist had been dispatched to the facility to assess the reprocessing practices at the facility and to provide necessary reprocessing training as needed. If add'l significant info becomes available later, this report will be updated. This report is being submitted as an MDR in an abundance of caution.